Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Claim # (B)(4).

Event description:
An article was published in bmc ophthalmology titled, 'analysis of intraocular positions of posterior implantable collamer lens by full-scale ultrasound biomicroscopy.' The article references 1 eye with ideal vault, but with icl decentralization and serious glare. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
(B)(4)